Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the epidural tubing failed. It started leaking at the hub on the patient side of the tubing. This the 3rd reported failure of this lot number." An incomplete date of event of (B)(6) 2018 was provided. The customer stated that they had 3 leaks on different patients during an epidural infusion. There was no patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the epidural tubing failed. It started leaking at the hub on the patient side of the tubing. This this the 3rd reported failure of this lot number." An incomplete date of event of (B)(6) 2018 was provided. The customer stated that they had 3 leaks on different patients during an epidural infusion. There was no patient harm.